Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt could not adjust her stimulation using her programmer with the antenna. She also had soreness in her back area. There was no trauma or falls associated with this event. F/u info received indicated that the pt met with her physician and with the company representative for the issue. Her neurostimulator was found to be at end-of-service (eos) and had migrated due to a large weight loss. The device was to be replaced but could not occur at this time due to the pt's poor overall health condition that required management before proceeding. No pt injuries were reported.